Event description:
It was reported that customer states bed buttons are not working at all for the bed; none of the functions are working on the pendant when pressing it down. Customer called in stating that the bed does not work. I had customer verify that the bed is in a working outlet. I also had the customer verify that the pendant is connected all the way. Sounds like there might be an issue with the motor or the hand pendant.

Manufacturer narrative:
It was reported that customer states bed buttons are not working at all for the bed; none of the functions are working on the pendant when pressing it down. Customer called in stating that the bed does not work. I had customer verify that the bed is in a working outlet. I also had the customer verify that the pendant is connected all the way. Sounds like there might be an issue with the motor or the hand pendant. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.